Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A company rep reported on behalf of the customer, secondary energy out of range during startup. Add'l info has been requested.